Event description:
A 6/4mm amplatzer duct occluder (ado) was deployed and released but was determined to be the wrong size. The ado was retrieved with a snare and a new ado was successfully implanted.

Manufacturer narrative:
St. Jude medical could not evaluate the ado involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.